Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable. Photo analysis: three photographs were returned for evaluation. When performing the visual analysis of the photographs received, an open box with product code sxpp1a433 was observed, in the photograph the reported condition of suture rupture was not observed. As part of our quality process, the manufacturing records for this lot serial number were reviewed and manufacturing standards were met prior to the release of this lot. No conclusion could be reached as to the cause of the reported complaint as the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected and released to approved specifications. No further information available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. Events reported via: 2210968-2022-02037.

Event description:
It was reported that a patient underwent a hernia repair procedure (B)(6) 2022 and barbed suture was used. During the procedure, the suture was too aggressive for the tissue. The fascia tore and the suture broke in use. There were no patient consequences reported. Additional information was requested.